Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was unable to be interrogated. The patient believes she was shocked and there is no way for the health care professional (hcp) to review the event. The ICD remains in service. No additional adverse patient effects were reported.